Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with their atrial lead impedance trending higher than normal, but still within range. It was also noted that the atrial lead was experiencing poor sensing. These were attributed to a possible lead fracture. The atrial lead function was turned off on (B)(6) 2021. The patient's condition was stable.